Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, a gore viabahn endoprosthesis ((B)(4)) was to be implanted for treatment of severe vein restenosis of vein-graft junction in the upper arm. The patient was undergoing a long-term dialysis treatment. It was stated the device was accessed to the target lesion via a terumo stiff guide wire through a 8fr sheath. There was no resistance on initiating deployment. However, the deployment line reportedly got stuck and the deployment could not be continued, the endoprosthesis expanded about two-thirds. The physician performed an emergent surgical conversion to remove the partially deployed device, then implanted a new device of same size to complete the treatment. The patient had a good outcome.

Manufacturer narrative:
The reported device was returned back for engineering evaluation, the investigation stated that no delivery catheter was available for evaluation. The knob and portions of the deployment line were not returned. Approximately 45 mm of deployment line was attached to the device. Approximately 13 mm of the endoprosthesis was constrained near the proximal/hub end. At the distal/tip end of the endoprosthesis, a partially detached strut row was found and the eptfe lining appears to have been cut or torn. The terminal wire was also detached. A deployment line tangle was found at the start of the deployment line tail. Based on the device examination performed, no manufacturing anomalies were identified. Per the gore® viabahn® endoprosthesis instructions for use (IFU), it is stated that complications and adverse events that can occur when using any endovascular device. These complications include but are not limited to deployment failure. A warning is given as ¿inadvertent, partial, or failed deployment of the endoprosthesis may require surgical intervention.¿